Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of post-paced t-wave oversensing noted which resulted in inappropriate anti-tachycardia pacing (atp). There was no defibrillation therapy delivered. No intervention was performed at this time and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.